Manufacturer narrative:
A ge service rep performed an on site investigation. The pacs setting were reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system will not send images to pacs. The field engineer noted the system would hang up while attempting to send cine runs to pacs. There is no report of injury or death associated with the event described in this complaint.